Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is listed as blunt injuries to the head after being run over by a car. The right ventricular (rv) lead was returned to the manufacturer after being removed. The rv lead subsequently tested out of specification during the manufacturer¿s analysis.